Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient presented to the clinic for an lv lead revision due to lead dislodgement and no capture. It was noted that the patient had been in surgery the day before, for an rv lead dislodgement. This is believed to have been a complication from the rv revision. A hematoma was also noted at the post-op check. The lv lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was reported to be stable.